Event description:
This customer reported that the device failed to power on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). This customer reported that the device failed to power on. There was no report of patient involvement. The device was evaluated locally by philips. Replacement of the power pca resolved the reported symptom.